Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the instrument associated with this report was not returned. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that upon selecting a 56/36 +4 neutral pinnacle trial liner, the scrub tech noticed a chip out of the edge of the poly trial. Upon inspection of the tray, no fragments were found. There were no time delays, no fragments were generated nor found. Patient safety was not compromised.